Event description:
Additional information received reported the outcome of the last appointment was that the patient doing fine with no more complaints about uncomfortable or shocking stimulation.

Event description:
It was reported that five days prior to the initial report, the patient experienced uncomfortable stimulation that caused their arm and upper torso to cramp up. The patient also reported a shocking and jolting sensation, as well as less than 50% therapy relief at the lead location. The medtronic representative (rep) performed minor reprogramming and noted impedance measurements within normal range. The patient was scheduled to have an x-ray prior to their next appointment. The rep also noted that the patient's system appeared to be functioning normally. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient was seen on (B)(6) 2014 and x-rays were performed. Everything from the x-rays looked okay and there were no device malfunction noted by the manufacturer representative. The patient was reprogrammed and has been fine ever since with no shocking or jolting. No cause of the original shocking/jolting was determined, they just turned on the device and it shocked them, so they went to the hospital.

Manufacturer narrative:
Concomitant: product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 3 7752, serial# (B)(4), product type recharger. Product ID 39565-65, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 37711, serial# (B)(4), implanted: 2011-(B)(6), product type implantable neurostimulator. Product ID 977a290, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 977a290, serial# (B)(4), implanted: 2014-(B)(6), product type lead, (B)(4).